Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the aspiration was weak during the cortex setting. The case was completed using the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to change the settings to their liking, remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to user error. The user¿s manual contains sections that inform and instruct the customer how to set-up doctor and system settings for proper use. (B)(4).